Event description:
Boston scientific received information that this patient had experienced a syncopal episode while eating breakfast. Evaluation of the system in the emergency room noted the patient's rate was stable at 80-85 bpm. The caller did report some atrial tachy response (atrs) with noise on the egms. The caller was asking why the device did not go into fallback mode. Impedance measurements have been within normal limits at 400-500 ohms.

Manufacturer narrative:
A boston scientific technical services consultant discussed atr and fallback mode details with the caller. The consultant explained that the entry criteria must not have been met and the rate slowed down but did not meet exit criteria before the mode switch occurred. The caller performed isometrics and pocket manipulation and all parameters remained within normal limits. The test results were provided to the patient's cardiologist. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.